Event description:
A customer obtained an erroneously high troponin (accu tni) result for one patient. The initial result of 1.84ng/ml was reported out of the lab. The sample was re-tested and repeated result of "<0.06ng/ml" was obtained. The sample was tested on a different instrument and an accu tni result was "<0.06ng/ml" the specimen was re-spun and then re-tested on both instruments and results were "<0.06ng/ml". The customer did not report affect to patient or user attributed or connected to this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse performed a diagnostic testing twice and some parameters failed in both runs. The fse replaced peri-pump tubing and then repeated the testing which passed. The fse was back on-site on the next day: the fse replaced hardware components, ran several performance tests, and updated software. A definitive root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.